Event description:
The lay user/patient contacted lifescan alleging that the product was displaying an "error 5" message, which was unresolved with troubleshooting, and there were no allegations of harm or injury. Replacement products will be sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.